Event description:
It is reported by pt's counsel that he underwent left total hip replacement in 1993. Post-operatively, the pt experienced pain and was revised in 2003, with wright medical acetabular components and a zimmer femoral head. Thereafter, pt experienced pain and an x-ray in 2006, revealed a transverse fracture of the femoral stem. Pt was revised eight days later, wherein the femoral stem, the head, and the acetabular components were exchanged.

Manufacturer narrative:
Eval summary: it is specified on the complaint that wright medical acetabular components were used with zimmer femoral head during the surgery. It is not recommended to use zimmer mfg prosthesis with non-zimmer prosthesis since zimmer has not tested the safety and effectiveness of these devices for use in combination with non-zimmer prods. Cause cannot be definitively determined. No prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specs. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.